Manufacturer narrative:
(B)(4) - sling tightened; sling tightened. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported, by the patient, that she underwent a gynecological procedure in 5/2010 and a sling was implanted. The patient states that one side has tightened. Additional information was not provided.